Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer had been experiencing low blood glucose (bg) levels (40-50 mg/dl) and glucose tablets were consumed to address the bg level. The cause of the low bg was not known; however, the customer's healthcare provider thought that it may be related to the customer's age. Tandem technical support advised the contact to discuss the low bg with the healthcare provider. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the contact that apidra was not labeled for use with the cartridge.